Event description:
Fse discovered that while performing pre-use checks the ventilator failed 02 test. The fse discovered the o2 cell sensor was defective. The fse replaced the defective o2 cell, calibrated and performed functional checks. Ventilator passed all tests and performed to all manufacturers specifications. No patient involvement.